Event description:
Mesh erosion 4 times and severe pelvic pain and vaginal pain and now another surgery to remove the device. In 2012 excision of mesh; 2013 2 times repair mesh erosion and 2013 to remove mesh.